Event description:
Per the audiologist, the pt hit her head falling from a sofa. Since that incident, she could not hear with the cochlear implant system. Results of an integrity test done in early 2008 showed the cochlear implant was not functioning. The patient's device was explanted on the following month, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.